Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the pcb was the cause of the reported issue; however further component cause could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed the word ¿service¿ across the display approximately 30 seconds after being powered on. This is indicative of a potential device lock-up. There was no patient use associated with the reported event.